Event description:
It was reported that the device was just delivered, having already been repaired however, when the extension was installed, the alarm starts. The extension has to be kept pressed with the hand in order to work. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit looks to be in new condition. No cracks or damages visible. Functional testing was performed. The customer's reported issue was replicated, and the root cause was the faulty microswitch. Faulty microswitch replaced. Pm (preventative maintenance) performed. Electrical safety and functional testing passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.